Event description:
During a video assisted thoracic surgery the surgeon used the device to close the end of the bronchi. After firing, the device would not open. The tissue was cut to remove the device. It was found that the staples were well formed. O.r. Time was extended by an hour and the case was converted to open.